Event description:
It was reported that the sheath was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician completed the procedure and successfully implanted the closure device in the laa of the patient. Upon removal of the was sheath at the end of the procedure, it was noted that there was damage to tip of the sheath. There was no patient harm, complications, or consequences that occurred as a result of this event. Medwatch reference: (B)(4).

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device history record review a review was completed of the device history records (DHR) for the watchman fxd curve access system, part # m635tu80020, batch # 0030907378. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis the watchman fxd curve access system was returned for device analysis. Visual inspection of the device revealed a kink in the sheath 5.5cm proximal of the tip. Microscopic examination revealed tip damage as the tip was flattened, and a side hole torn. Product analysis confirmed the reported event, as the tip was damaged. Risk review a risk review of the watchman fxd curve assess system was completed and confirmed that the event of tip damage was defined in the risk documentation. This event type has been accounted for during product risk to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of adverse event related to procedure. As a review of the DHR shows that the device was manufactured per specification, review of the instructions for use indicates that the device is not to be used if damages or defects are identified prior to use, and the reported events do not indicate any damages or defects to the device during unpackaging or preparation, it was considered likely that the reported events and observed damage occurred as a result of factors encountered during the procedure.

Event description:
It was reported that the sheath was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician completed the procedure and successfully implanted the closure device in the laa of the patient. Upon removal of the was sheath at the end of the procedure, it was noted that there was damage to tip of the sheath. There was no patient harm, complications, or consequences that occurred as a result of this event. Medwatch reference: (B)(4).